Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, no image was caused due to damaged charged coupled device, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during evaluation of the colonovideoscope, the device failed to display an image. There was no patient involvement.